Event description:
It was reported that, "this pt has had extreme pain since the surgery. He is on heavy pain medication, percocet and morphine, which does not really relieve the pain. He has been dealing with infection issues since the surgery. The pt started taking antibiotics approx 2 days after the surgery and was taken off of antibiotics last week. He was tested for clotting which was negative. An x-ray was taken (B)(6)."

Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon-prim tib baseplate cemented #7, cat# 5520-b-700, lot# s4f6a. Triathlon-asymmetric patella a32mm(s/I) x 10mm, cat# 5551-l-320, lot# lcf808. Triathlon posterior stabilized femoral cat# unk, lot#unk. Simplex p speedset full dose 1 pack, cat# 6192-1-001, lot# dds007. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.